Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy date is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-24032. It was reported patient suffered a fall recently approximately in (B)(6) 2020. Reportedly, patient experienced high impedances on leads. To address the issue patient had a surgical intervention wherein both the leads were replaced. Postoperatively, the patient is reportedly receiving effective therapy.